Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and lid was scratched. Complaint of ¿running on its own¿ could not be confirmed. Footswitch failed functional testing with footswitch error using a known good control unit and mdu. The actuator for the right pedal is stuck from corrosion buildup. The complaint of running continuously was not confirmed but did fail for footswitch error and the root cause was determined to be a corroded right pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and lid was scratched. Complaint of ¿running on its own¿ could not be confirmed. Footswitch failed functional testing with footswitch error using a known good control unit and mdu. The actuator for the right pedal is stuck from corrosion buildup. The complaint of running continuously was not confirmed but did fail for footswitch error and the root cause was determined to be a corroded right pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee scope, when the foot pedal was step on, the right pedal would stick and the shaver would not stop spinning. A backup device was available to complete the procedure with no delay and no patient injuries.